Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during fill two of four. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that the heater bag became disconnected without falling. The tsr had the hp cycle the power on the hc to clear the alarm. The tsr advised the hp to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The cause of the reported alarm was due to a disconnection between a supply bag and supply line. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.